Event description:
Information received by medtronic indicated that the drive support cap of insulin pump appears normal - slightly intended. Customer experienced hyperglycemia with blood glucose value 127 mg/dl. Customer stated that the insulin pump was not working right. Customer stated that the insulin pump passed high pressure test. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.